Manufacturer narrative:
Additional information: DHR information added needed to be added. This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#(B)(4). A device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this device history review.

Manufacturer narrative:
Other text: additional information was received indicating that the drug being infused was blinatumomab.

Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that during a ninety-six (96) hour infusion in a patient's home, a smiths medical cadd administration set in use with a cadd pump broke at the site of the flow stop causing a lapse in the continuous infusion. Per reporter infusion was started at the outpatient clinic. It was reported that subsequently the patient required hospitalization to restart the infusion under medical supervision and a replacement dose was prepared. No adverse patient effects were reported.